Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that leakage detected on the external part of a PICC line catheter inserted on 06/13/2024. Due to this leakage, it was explanted on (B)(6) 2024. No patient impact, change of PICC line. No other information was provided.